Event description:
Country of complaint: (B)(6). The text on the product is inaccurate. It is a supramid thread, the label on the package indicates dafilon.

Manufacturer narrative:
Reported device not marketed in the us, however; processes are shared with products registered in us. Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 1 box with 12 units. There are no previous complaints of this code batch. Pre-printed box of the sample is for dafilon, but frontal and add'l box labels are from supramid. Product inside is also supramid and according to the box label. This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was re-conditioning the product manually, selected a wrong pre-printed box. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.